Manufacturer narrative:
No parts have been received by the manufacturer for evaluation. A successful system checkout was performed which verified that the issue had been resolved.

Event description:
A site representative reported that the ent application was becoming unresponsive first after loading a patient via the network and then again on the registration screen. It was reported that the system was sitting on the registration screen for approximately 30 minutes before the issue was noticed. No patient present when the issues occurred. The site representative powered off the system after both occurrences. Once the system rebooted after the second time the issue was resolved.

Manufacturer narrative:
System log files were analyzed, but did not provide a root cause for the reported event. The software investigation found that the reported event was likely related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database.